Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-26, serial/lot #: (B)(4), ubd: 19-mar-2020, UDI#: (B)(4). Product analysis: the dcs was discarded and the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a severely stenotic bicuspid aortic valve, mild aortic regurgitation was reported. Pre-dilation was performed. The delivery catheter system (dcs) was inserted on the right side and was recaptured three times due to dislodgement. While positioning the dcs, the aortic regurgitation went to severe and the patient suddenly went into asystole. Cardiopulmonary resuscitation (CPR) was initiated immediately and the patient was moved to a pump as extracorporeal membrane oxygenation (ECMO) was not available immediately. The blood pressure on pump was 50 mmhg and CPR continued. Once the patient stabilized, a new dcs was inserted. The valve was successfully deployed . Post deployment, severe paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed. The patient's hemodynamics was not satisfactory and the pvl did not reduce. It was decided not to take any further action. The patient was shifted to extracorporeal membrane oxygenation (ECMO) post operative. The patient died the following day due to abdominal bleeding. Per the physician, the patient's death was related to the procedure and the device. No autopsy was performed.

Manufacturer narrative:
Procedural images were received for review. The imaging confirmed there was moderate to severe calcium present in the annulus at the start of the case. The evidence confirmed the first valve system dislodged which may have been due to a constrained inflow. The imaging also showed the valve deployed to 80% and it was too shallow. This indicates there may have been positioning difficulty, however this was not reported from the field. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the potential positioning difficulty could not be conclusively determined with the available evidence. There is no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.